Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the off no power alert. The customer blood glucose level was unknown. The customer reported that new battery resolved the issue but there were no bars on the battery indicator. The customer reported that the up arrow button was not working. The customer also reported that the time was advancing. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. Troubleshooting was assisted. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.